Event description:
The patient was walking in a public park and collapsed. The emt arrived approximately 10 minutes later. The pt showed no signs. The emt tried to deliver a shock and was unable to. A second unit was used to administer a shock. The pt was non responsive. The emt performed CPR. Patient died.